Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years and 5 months following the implant of this transcatheter bioprosthetic valve, the patient had shortness of breath and it was noted that there was aortic stenosis with a gradient of 39 mm hg, aortic valve area of .4 cm2, and a velocity of 4.2 m/s. The valve appeared to have been implanted deep. Subsequently a 23 mm non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years and 5 months following the implant of this transcatheter bioprosthetic valve, the patient had shortness of breath and it was noted that there was aortic stenosis with a gradient of 39 mm hg, aortic valve area of .4 cm2, and a velocity of 4.2 m/s. The valve appeared to have been implanted deep. Subsequently a 23 mm non-medtronic valve was implanted. No additional adverse patient effects were reported.